Manufacturer narrative:
Other devices listed in this report: cat. No.: 6570-0-436, delta v-40 ceramic head 36/-2,5, lot code: 54446301. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported patient showing signs of infection, 1 + 0 washout including removal of liner & head. New liner & head implanted. No complications.

Manufacturer narrative:
An event regarding infection involving an trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusions: the reported event could not be confirmed as clinical history, follow-up notes and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported patient showing signs of infection, 1 + 0 washout including removal of liner & head. New liner & head implanted. No complications.